Event description:
Review of the complaint information reported a customer receiving imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 495 mg/dl and 131 mg/dl, within a ten-minute timeframe. When plotting the highest and lowest values against each other on a parkes error grid the values fall in the `c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this egent. The other result fell into the `b' zone which is considered clinically insignificant. It has also been sighted within the customer notes that their hands had not been washed before testing.